Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. An increased intra-peritoneal volume (iipv) was identified during evaluation. The cause was determined to be insufficient drain / false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low (80%). The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 3239ml. The fill volume was 1900ml; this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not mentioned any symptoms of overfill. The patient has resumed therapy and has not reported any issues. The nurse will forward this message to the patient's nurse. There was no patient injury or medical intervention associated with this event.